Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. Pictures of x-rays were provided for investigation. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 40/0, taper 12/14 on (B)(6) 2014 on the right side. It was reported that the patient twisted in garden and her hip disclocated. A closed reduction procedure was performed on (B)(6) 2016 to relocate the hip. This is a split case with zimmer, inc, (B)(4), with reference number (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 40/0, taper 12/14 on (B)(6) 2014. It was reported that the patient twisted in garden and her hip dislocated. A closed reduction procedure was performed on (B)(6) 2016 to relocate the hip. (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) female patient, (B)(6), had right thr with maxera cup - ml taper stem - biolox head implanted on (B)(6) 2014. Later she had her hip twisted and dislocated while in garden. Subsequently, she underwent closed reduction procedure on (B)(6) 2016 due to dislocation of the implant. Review of received data: one x-ray dated (B)(6) 2016 shows the dislocated thr and one other with the same date shows the thr after it is reduced. X-ray dated (B)(6) 2016 shows dark lines are observed medially starting from the neck of the stem going up to the distal end. Same appearance also takes place laterally at the lower half of the stem. However, there is no other x-rays taken before the reduction date to compare. Therefore, it is not possible to comment further on this finding. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: it is highly possible that the high bmi number of the patient contributed to the dislocation. Additionally, an abnormal hip movement of the patient while doing an activity in the garden might have played a role in the reported event as well. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer biomet reference number of this case is (B)(4).